Event description:
It was reported that the patient had the inflatable penile prosthesis lgx reservoir removed due to unspecified reason. A new inflatable penile prosthesis 100ml conceal reservoir was implanted.